Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 388 mg/dl following an infusion supply change. The user did not undergo a site change and instead proceeded with a scheduled dialysis treatment. The event resolved without hospitalization or medical intervention, and no symptoms were reported. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.